Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was experiencing considerable pain and inflation issues with an inflatable penile prosthesis (ipp). The patient states that the bulb of the pump was too hard and a satisfactory inflation was not possible. Also, patient indicates that the pump is hard to manipulate since it is adhered to the testicle and. No further information was reported.